Manufacturer narrative:
(B)(4). Batch # m5411c. The analysis results showed that one ecr45b reload was received fully fired, with the pan detached from the cartridge. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge could not be loaded into a device before the second firing. Then, it was found that the cartridge pan of the previous cartridge came off and it was left in the jaw. The left cartridge pan was removed. The second cartridge was able to be loaded into the same device and used to complete the case. There were no adverse consequences to the patient.